Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2009. It was reported that the pt lost weight and the ipg moved near her tailbone. The pt reported that she is still using stimulation, but the ipg is uncomfortable and sore at this location. F/u on the pt found that the pt visited an emergency room due to her pain at the ipg location. The pt reported that she consulted with an orthopedic surgeon to revise her ipg, but the procedure date has not been scheduled yet. No further info is available at this time.